Event description:
The customer reported the evis lucera ultrasound gastrovideoscope had air/water leakage. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the acoustic lens was chipped. The report is being submitted due to the chipped lens found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a dent on the elevator channel plug. In addition, evaluation found the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was cracked, the control unit had corrosion due to water leakage, the universal cord had corrosion due to water leakage, the scope connector had corrosion due to water leakage, the ultrasonic connector pins were corroded, the ultrasonic transducer had corrosion, the light guide lens was scratched, switch 1 was damaged and did not work, the ultrasonic image was defective due to a chip of acoustic lens, the image guide protector was scratched, and the objective and light guide lenses were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the air/water leakage was found after using during reprocessing. The name of the diagnostic procedure was unknown. There was no delay and the procedure was completed with the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.